Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 11/2023. Device not returned.

Event description:
It was reported that during port device implant procedure, the core of the peel-away sheath allegedly occluded. It was further reported that the guidewire was difficult to insert. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during port device implant procedure, the guidewire allegedly difficult to insert. The procedure was completed using another device. There was no reported patient injury.